Manufacturer narrative:
Internal corrosion was noted in the received device, mainly at both ends of mechanism rails. Fluid was found leaking through a tear on the unexposed portion of soft cannula during leak test. This internal fluid leakage was the source of corrosion inside the device. This damage to soft cannula affected the insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl, while wearing the pod on the arm between 4 and 24 hours. No information was provided on how the hyperglycemia was treated.